Event description:
A patient's left breast implant required removal due to infection. Both breasts were implanted 3 months prior at another facility. The removal procedure occurred without complications and the implant is being stored by clinical engineering.